Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse reviewed the error log and found that multiple fuse blown errors. He checked all fuses on the mainboard, driver board, and sld board but did not see any fuses. The fse replaced the power supply as a precaution and updated the software. The fse ran patient controls. All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4123 sample-z home overrun , error 4153 c.trans-z home overrun, error 4283 incub-mix home overrun, and error 5102 substrate bg measure aborted was a faulty power supply.

Event description:
On (B)(6) 2016, a customer reported error 4123 sample-z home overrun , error 4153 c.trans-z home overrun, error 4283 incub-mix home overrun, and error 5102 substrate bg measure aborted! On the aia-900 instrument. The customer attempted to check for any obstructions on the instrument but was unable to remove the cover. The customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb), e2 reproductive hormones, myoglobin (myo), afp tumor markers, fsh reproductive hormones, prolactin (prl), and progesterone (prog). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, myo, ckmb, afp, fsh, prl and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.